Manufacturer narrative:
A bec field service engineer (fse) evaluated the instrument and replaced the ise buffer valves to resolve the issue. Patient demographics were not provided.

Event description:
The au5800 clinical chemistry analyzer generated erroneously high sodium (na) results on twenty-seven (27) patient samples. Results were reported out of the laboratory, but there was no report of impact to patient treatment. The customer stated that calibration and quality control (qc) was within laboratory established ranges prior to and after the event.